Event description:
We were offered 2 free covid tests, so we accepted. I received those today, and found both boxes of tests were expired 3 full months ago. We were directed to the FDA website to check for product extension. The ones we received, lot #202564, were not listed - anywhere. FDA website also says, if they were not extended, and not listed - do not use them. This is some serious "profanity". Is the FDA mailing out millions of useless / expired tests? Just to get rid of them? Unbelievable, yet not, now that I think about it. What are our options at this time, please? Words truly cannot convey how stupid and ridiculous and wrong this situation, is. If I do not hear from someone regarding this matter, I will be extremely disappointed, and questioning of the legitimacy of this entire program and the necessity of it. Ref report: mw5146906.